Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed an elective replacement indicator (eri). There was a concern that the battery depleted earlier than expected. Four months previous, the monitoring voltage was 2.64v with a charge time of 16.1 seconds. One month later, the device displayed an elective replacement indicator (eri). Currently, the monitoring voltage is 2.58v with a charge time of 20.7 seconds. This device is part of the renewal 1 and renewal 2 short devices - pre-corrective action (8/26/05).